Manufacturer narrative:
Concomitant products: 305u19 tissue valve implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation when the right ventricular (rv) lead exhibited elevated thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.